Event description:
Our office in (B)(4) received info that a female consumer experiencing a foreign body sensation and hazy contact lenses with use of complete multi-purposes solution. She recovered without medical attention. No further info is available or expected.

Manufacturer narrative:
All production process, including compounding, filling and packaging process were reviewed for this lot. No deviations were noted and all processes were compliant. The opened bottle of solution used by the consumer was provided for testing. Chemical eval of the returned sample showed the solution to be within shelf-life specifications; microbiological results showed the solution was no longer sterile. Microbiological eval results of a unit retained from the reported lot showed the solution as distributed by the manufacturer to be within specifications.